Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. There is tip damage. The distal end of the stent is damaged. There are numerous hypotube kinks. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-oct-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 12 4.00mm rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.